Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested but unavailable: when the device jammed, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device jammed, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What caused the staple line leakage? What color cartridge was being used? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a thoracoscopy procedure, the device jammed during use on bronchial tubes by video thoracoscopy, leakage of the staples line. Use of another like device to complete the procedure and it has been necessary to make manual sutures. There were no adverse consequences for the patient.